Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (response buttons non-functional) has been confirmed. Upon evaluation, the front response button was defective. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the defective response button.